Event description:
It was reported that pump displayed malfunction alarm malf 16 and was not resettable, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.